Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient had become disconnected from the patient line during therapy and this is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient was not connected at the time of the alarm. The patient stated they had woken up to the device alarming; the patient was not connected to the line. The renal therapy service agent (rtsa) advised the patient to end therapy and start over with new supplies. During trouble shooting there was nothing found that could have caused or contributed disconnection. The renal therapy service agent reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.